Manufacturer narrative:
E1 establishment name does not fit the character limit. The full name is: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that before starting the therapeutic procedure, the surgical team noticed a malfunction: the insufflation unit had a black screen with sound. The intended procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to a defective printed circuit board (pcb). Olympus will continue to monitor field performance for this device.